Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to emergency room due to hyperglycemia on (B)(6) 2024 at 4 a.m. The blood glucose level was 326 mg/dl at the time of event and the patient got treated with intravenous and fluids of saline and insulin. Patient also experienced high ketone level. The duration of emergency room stay was 15 hours.the event was caused by the no insulin delivery. The patient was released from the hospital om (B)(6) 2024. No further information was available.